Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent under sensing on the right atrial (ra) lead during an atrial high rate episode. The lead remains in use. No patient complications have been reported as a result of this event.